Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was starting thursday when patient (pt) attempted to recharge their implanted device it would give a message to call medtronic but pt did not recall the specific message; when recharging implant the controller would go blank. Pt said the controller would not work right for when they reset it it was just blank for it would not let the pt unlock or do anything for it was a black screen. Pt noted the paddle started getting hot and the relay box was getting got to the touch. The middle part of the rtm made the pt jump for it felt so hot. Pt noted they were also getting other codes that it could not connect with sensor; when asked to clarify pt said when they use the  recharger (rtm) to charge they were not able to do the stimulation when above 9 and they had to bring it back down to start working right for it was too high, pt said it was happening now but they fixed it before. Pt said it was not able to give right stimulator to connect with sensor for it was not the right settings. Pt noted they had reset their controller. Pts manufacturer rep was telling the pt to get a new controller. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging with a green solid light. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received from the patient (pt). It was reported that they called and were sent a replacement recharger (rtm) since everything was overheating and the controller wasn't working right, however the controller was still not working right. Pt stated that the equipment was no longer overheating. Pt stated that settings not available was displaying on the controller as soon as they unlocked the controller or went to recharge the ins. Pt stated that their settings have been the same for a long time (over a year). Pss reviewed screen meaning with the pt. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on. Settings not available appeared again. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt noted that the green light was solid on the controller. Pt stated that they did all of this last week and that the issue wasn't resolved. Pt noted that it was hard to get the back cover off of the controller. Pt noted that the ins was at 70% and that the controller was at 100% and that they had groups a, b and c. Pt stated that they switched groups from a to b to c and back and forth, however settings not available was still appearing on all groups. Pss redirected pt to hcp to further address the reported issue pt stated that they could call a rep and see if they could handle the issue. Pt then stated that at times when they pushed the x button to go where they could hit the lock button, the controller wouldn't let them push anything. Pt confirmed that the screen wasn't responding. Pt stated that the unlock button worked, however for instance when they were recharging the ins and the batteries screen was displaying and they pressed the x, they couldn't press anything else and it would take a few minutes before the controller would finally do something. Pss reviewed with the pt again that replacing the controller would not resolve the settings not available message and that they would need to follow up with hcp/mdt rep. A replacement controller was sent out to the patient.

Manufacturer narrative:
Continuation of d10: patient product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found rms voltage at the h field probe failure. Complaint unverified, rtm never got hot after running it for 10 mins. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.